Event description:
At 5 month post op, patient with good visual acuities on both eyes. Patient presented with stage 1 diffuse lamellar keratitis (dlk) and diffuse haze on the right eye. Patient did not experience loss of best corrected visual acuity. Additional follow up was obtained. Patient¿s symptoms had not resolved, but vision is stable 20/20. Patient was released from care. There was no lift and rinse performed.

Manufacturer narrative:
Evaluation codes: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) .2013. The condition of the system (since the time of the event) will make the evaluation difficult. There was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.